Event description:
It was reported that an alert 38 motor stall occurred on an ilet pump, resulting in interrupted insulin delivery while the user was disconnected during troubleshooting; the agent guided a device restart, performed a dry run without supplies, and completed a full supply change with new inset 23-inch infusion set components, after which insulin delivery resumed, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia with a reported blood glucose of 328 mg/dl. Outcomes included no health consequences or impact following resolution. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem and a device motor involvement consistent with a stalled motor that led to a failure to infuse insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.